Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient manages her diabetes with oral medication, diet and/or exercise. She claimed that at 3:30pm on (B)(6) 2016, she developed symptoms of "shakiness". She reported that she then tested her blood glucose level using the subject meter at 3:33pm on (B)(6) 2016 and obtained an alleged inaccurately high blood glucose result of "179 mg/dl", compared to "63 mg/dl with a prodigy meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs' criteria for accuracy. She reported that at 3:40pm on (B)(6) 2016, she self-treated her symptoms with food and/or drink. No other treatment or medical intervention was specified. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The patient confirmed that her test strips had been stored correctly and the test strip vial was not cracked or broken. The patient did not have control solution available to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported based on the following conclusions: although the patient's reported symptoms started before she obtained the alleged inaccurate result, it cannot be ruled out with all certainty that the meter may have been reading inaccurately high prior to this time, causing her over-medicate, resulting in the hypoglycemic symptom she described.

Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips has been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant; these tests passed and failed respectively. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow up #3. This supplemental is being sent to include information that was not previously submitted in the MFR narrative within follow up #2. The follow up number should have stated #2 instead of #1. The following information should have been included in the narrative: "the retain test strips passed testing." Additionally, the alert date should have stated 5/26/2016. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.